Event description:
Related manufacturer reference number: 2017865-2023-18963. During a clinic follow-up, episodes of noise resulting in oversensing and inappropriate therapy were observed on the right ventricular (rv) lead due to a suspected dislodgement. Additionally, episodes of oversensing were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that diagnostic imaging was performed and confirmed a dislodgement of the right ventricular (rv) lead.